Manufacturer narrative:
Breakage of device was confirmed. Manufacturing records were reviewed and the device was found to be conforming to specs upon release. The device is a relatively small needleholder with fine jaws. Type of breakage indicates unusually high tension forces in jaw area, which led to the breakage and indicate that the device most likely was not used in accordance with recognized best practices.

Event description:
The us distributor called to verbally state that the end user was using the item during a procedure when it broke off. The broken part was retrieved. It was verified with end user that there was no patient harm. On (B)(6) 2015 additional information was provided: the incident occurred while closing a surgical site. A piece of the instrument fell into the surgical site and was retrieved by the surgeon with another instrument. An x-ray was performed on the patient to confirm the location of the broken-off piece of the instrument. The procedure was completed as planned with the expected outcome and without complications.